Event description:
It was reported that the patient was admitted to the hospital with ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) device did not provide therapy to treat the episode and external defibrillation was required. The device detection was terminated due to undersensing of the arrhythmia. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and indicated rv (right ventricular) undersensing information. Device did not detect ventricular fibrillation (vf) due to undersensing of rhythm. (B)(4).